Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While impacting pinnacle cup, tip of impactor handle broke and fell on the floor. Only 1 piece involved. Did not affect patient as it felt on the floor. No damage to patient nor surgery delay. (B)(6). Patient consequence?: no. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.

Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.